Event description:
It was reported that the user paired a new dexcom g6 continuous glucose monitor (cgm) transmitter that completed warmup and displayed glucose values in the g6 app but experienced signal loss to the ilet only; troubleshooting and education were provided, including toggling cgm settings and re-entering the pairing code and transmitter serial number, with guidance to call back if unsuccessful. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included customer service troubleshooting focused on connectivity and pairing between the cgm transmitter and the ilet. Investigation of this case revealed an intermittent communication or pairing issue between the cgm transmitter and the ilet with the cgm app functioning, consistent with a device communication issue without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or setup-related connectivity, resolved or expected to resolve with proper pairing procedures.